Event description:
It was reported that during a filter deployment, 2 legs became caught in the sheath. The physician reporting using proper technique (deploying in one smooth motion with no twisting, etc.). The legs became caught right at the point of exiting the sheath. The device had to be retrieved via the jugular. There was no pt injury reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. The sample has not been received by the mfg site to date. Based on the info received, the results of the investigation are inconclusive and the root cause is unknown.